Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with blood glucose levels greater than 400 mg/dl. Prior to the event, the customer had shoulder surgery, and stated that her blood glucose has been high ever since. The customer stated that she experienced excessive urination, thirst and nausea. The customer stated that her doctor recommended changing her basal rates, but she wanted to know if she should do that. Advised the customer that we cannot advise on this, and she would have to speak with her doctor if she is unsure. The customer did not want to troubleshoot. Nothing further was reported.